Event description:
Left total hip revision, brasseler ezx blade opened to sterile field. While surgeon using inside left hip blade broke. All pieces retrieved from left hip. C-arm was offered, but surgeon determined all pieces retrieved and no need for imaging.

Manufacturer narrative:
After receiving medwatch report mw5182731 via our u.s. Agent, we requested additional information from the importer. However, no further details have been provided to date. Although no patient injury was reported, device retrieval has been requested for evaluation.